Event description:
The customer's mother reporter her son's blood glucose reached 266 mg/dl and she stated that during the needle insertion process there was a delay before the needle retracted back into the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle, mechanism issue (delayed retraction), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.